Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2023, the patient's mother reported that the infusion set's tubing came apart at the tubing connector before taking a bath. The site location was patient's abdomen. The infusion had been used for one day and a half. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.